Event description:
It was reported that after the preloaded toric intraocular lens (iol) was inserted into the right eye, the lens appeared damaged; it would not unravel and was shriveled. A normal amount of force was applied to deliver the lens into the eye. Due to the issue, the lens was removed and another johnson and johnson lens of the same model and diopter was implanted as replacement to complete the procedure. No unplanned medical or surgical interventions, such as vitrectomy, sutures, or incision enlargement were required. There was no patient injury. The patient is currently healing well without any issues. It was reported that the device caused or contributed to the event. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted; give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 13, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found stress mark on the cartridge that led to a damaged cartridge tip with ovd observed inside the cartridge. The plunger rod was also observed to be bent. The lens module and handpiece were inspected and no issues were identified. The lens was visually inspected and observed to be cut in half with a detached haptic and coated in viscoelastic residue. The lens was cleaned and further inspected and damage on the edge of the lens, and on the edge of one haptic was observed. No further issues were identified. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue was not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.